Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 110 during therapy in the maternity care area (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced due to a system error 105 at start up. System error 110 was confirmed through review of the event history log. Internal inspection found the motor flex to be improperly seated in the input/output printed circuit board (I/o pcb) connector. The flex was reseated and the device functioned as expected. Loose connection.